Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. It was reported that the patient was concerned about CT scan compatibility because they believed that their stimulator was sensitive and damaged in the past because of an endoscopy procedure. No patient symptoms were reported and there were no complications. Indication for use is gastric stimulation.